Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced muscle stimulation on left arm. This lead was turned off. However, due to twiddling this lead moved up and the tip eroded through the patient's skin. This patient had an infection and this lead was explanted. No additional adverse patient effects were reported.